Event description:
It was reporting that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered and a dissection may have occurred. The pt presented to the hosp with severe respiratory distress requiring intubation. Within 24 hours the pt ck-mb was over 200 and EKG revealed lvh with dynamic anterilateral st changes. The cypher in-stent restenosis being treated was 80-90% stenotic, severely tortuous in the proximal circumflex (cx) and into the obtuse marginal (om). The lesion was pre-dilated with a 2.0 x 20 mm maverick balloon at 12-16 atms. A taxus express2 2.75 x 28 mm drug eluting stent was then successfully deployed at 14 atms for 12 seconds. Upon withdrawal, the fully deflated balloon was sticking to the stent. It is noted the distal end of the stent did not appear to be expanded well. The physician attempted to advance the balloon without success of removing the balloon. After 10-15 minutes the physician to pull hard on the stent delivery catheter, which caused the guide catheter to deep seat and the balloon released from the stent. However, the guide catheter may have caused a dissection proximal to the stent. An ivus catheter could not be advanced to this area of concern. Due to the concern of a proximal stent dissection a 3.0 x 8mm cypher stent was deployed in an overlapping fashion with the taxus stent. No further complication or injury was reported. Final angiogram was performed and revealed 0% residual restenosis, no visible dissection, thrombus, and a final timi 3 flow. Pt status is reported as being "fine".